Event description:
Caller reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Technical support instructed the caller to inspect the pump, particularly the pneumatic tap area, and found no debris. Reportedly, the o ring was stuck on the side of the pump. Customer was able to remove the remove the o-ring and loaded a new cartridge to resolve the issue there was no further assistance from a third party, and no adverse impact on the customer's blood glucose level was reported post-correction.